Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's l3 drg lead was auto-reducing. Reportedly, system diagnostics revealed high impedance values on all l3 lead contacts. X-rays were ordered and results identified a lead fracture. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced with a new model which resolved the issue.